Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent jumps to high out of range shock impedance values. A defibrillation threshold (dft) test was performed, and the first shock resulted in a high out of range shock impedance value. The second shock resulted in a high within range value. All other parameters were stable. No noise was observed during isometrics. Reports were sent to technical services (ts) for review. The lead remains in use. No additional adverse patient effects were reported.